Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 435mg/dl and sensor glucose and blood glucose differences. The customer treated with the insulin pump. Customer declined to troubleshoot for the high blood glucose. The product will not be returned for analysis.